Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and could not duplicate the reported failure. The fse viewed the fault logs and observed fault code#43 occurred three (3) times (fiber-optic sensor failure/fos). Maintenance code#9 recommendation is to replace the fos lamps. The fse replaced the fos lamps; testing passed to specifications. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that upon power-up during of the cs300 intra-aortic balloon pump (iabp), during a service/test performed by the customer, the unit displayed "maintenance required code #9". There was no patient involvement and no adverse event was reported.